Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on anterior side assessed, as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, stress marks on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional, later reported, capsular contracture, baker grade ii. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.